Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was very stiff and difficult to open and close. This occurred before use of peritoneal dialysis therapy. The nurse further reported "it did loosen overtime but did not close fully". There was no patient involvement. No additional information is available.